Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that "the stimulation still doesn't go to the upper back where the pain is" and never has since implant. The caller noted that they were working with a manufacturer representative (rep) on this. The caller was directed to their healthcare professional to discuss symptoms and have the device interrogated by the rep. No further complications were reported. [Reference pe (B)(4) for information pertaining to burning at ins site]

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported the patient weight was reported: (B)(6) lbs at appointments on (B)(6) 2017 and (B)(6) 2017. No further complications were re ported or are anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the right and left side not getting coverage and high impedances was not determined. The rep reported that the pain doctor decided to send the patient to a neurosurgeon and have a surgical paddle lead implanted instead of percutaneous leads. No further complications were reported.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. There was a previous issue in which both percutaneous leads had 20,000-30,000 ohm impedances, and the patient went for a revision due to a possible issue between the lead and the implantable neurostimulator, but then they saw the same issue on the multi-lead trialing cable and the pictures of the leads were the same. The patient eventually received a paddle lead and they found that there were fat pockets in the space continually giving off fluid which may have been flooding the system. There were no impedance issues since the patient was last checked at an appointment on (B)(6) 2018. Additional information received on 2018-may-17 from a manufacturer representative indicated that the lack of stimulation that the patient was experiencing after the replacement of the percutaneous leads with a paddle lead was due to the paddle lead that had come completely out of the epidural and was basically floating subcutaneously. The physician discovered this by his x-rays. A revision to the paddle lead was performed which resolved the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Additional information from device registration: lead explant /replacement dates were included: information references the main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018. Product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead. Replacement lead product ID 977c265 (B)(4) implanted (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260. (B)(4) implanted: product type lead. Product ID 977a260. Serial# (B)(4). Product type lead. Other applicable components: product ID 977a260. Serial# (B)(4). Product type lead. Product ID 977a260. Serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that on the day of implant, impedance was good but a week later the patient reported not getting coverage on their right side. Healthcare provider went in to do a lead revision today and now the left side is also out. No trauma or accidents were reported. 0 reference 1-3279 ohms 2-3060 3-2199 4-6872 5-40k 6-2421 7-2679 8 -8562 9 -40 k 10-2199 11-1999 12-40 k 13-6180 14-15047 15-38397 ohms technical services (tss) suggested swapping the lead on the mltc, to see if the impedance followed the lead. Tss told caller that if impedance followed the lead, then it suggested the lead being the issue. Caller disconnected. Tss did not get a different reference point. Tss called rep back but by then the healthcare provider decided to close up and refer patient to another doctor. According to rep, an x-ray showedthe lead in the same spot. Additional information was received and it was reported that before surgery they were both high. After surgery, 0,4,6 came down. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's husband. It was reported that the device did not work on the patient's upper back and the healthcare professional (hcp) did the paddle lead twice. The caller noted they had an appointment with the hcp on the day following the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient had revision and paddle lead placement. It was reported the lack of coverage and high impedances was unknown. It was reported the patient was seen on (B)(6) 2018 for reprogramming. It was reported stimulator was not working and therefore could not be reprogrammed.